Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets fell off events while doing physical activity on 01-jun-2024. The infusion set was in use for one and half day. Blood glucose level during the event was 200 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 10